Manufacturer narrative:
Philips investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that it displayed a disk-full error and was not deleting images. The fse installed a new ippc along with new image disk 2 and image disk 3. The original os disk 1 from the previous pc was reused. The defective image processing pc (ippc) was sent for analysis, but the supplier's part analysis could not conclusively determine the cause of the failure. Replacing the ippc and hard disk drive by the field service engineer resolved the issue and restored system functionality. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed not to use the product for any application until the user is sure that the user routine checks have been satisfactorily completed. Therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on investigation.

Event description:
It was reported to philips that the system gave several alerts indicating the image processing computer was unable to boot up and the image storage was full, preventing imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.